Manufacturer narrative:
Unit received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify pump error 53 or failed battery test alarm due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm. Customer stated that they received failed battery test. Customer was able to clear alarm. Customer was performed self test and test was passed. Customer stated the contacts on the battery cap were not missing, damaged, or corroded. Customer stated battery compartment was corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.